Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Complaint: leakage. Customer verbatim: after infusion, nurse found leakage occurred from septum when applied to syringe to flush. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: DHR review was performed on the sub-assembly material 8001498 lot numbers 6177938, 6177939. Lot # 6177938: a total of 178,939 units were built on qfa line 3 starting on june 29, 201 through july 01, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Lot # 6177939: a total of 272,164 units were built on qfa line 4 starting on june 28, 201 through june 30, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: visual analysis. Observations and testing: received one used q-syte unit within an open package from lot number 6181562. Visual/microscopic examination: the unit was of a 32 cavity mold. No physical-mechanical was observed on any of the components (body/septum) of the received unit (the slit of the septum top disk was centered and no damage (tears) was observed. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the unactuated positions. Septum column tear assessment: no damage (tear) was found on any side of the column wall. Bottom septum evaluation: the unit was disassembled for evaluation of the septum bottom disk. The slit was centered and damage (tear) was observed. Investigation samples(s) meet manufacturing specifications: no. Damage (tear) on the septum bottom slit was observed. Investigation conclusion: conclusions: the defect of leakage could not be confirmed. No leakage was observed on either the actuated or the unactuated positions. Did the evaluation confirm the customer¿s experience with the bd product? No. No leakage was observed on either the actuated or the unactuated positions. Were we able to reproduce the customer's experience with the bd product? No. No leakage was observed on either the actuated or the unactuated positions. Was the device used for treatment or diagnosis? Treatment. Root cause: root cause. Relationship of device to the reported incident: indeterminate. A definite source that contributed to the slit tear (bottom disk) could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that the bd q-syte¿ luer access split-septum stand-alone device leaked after nurse tried to flush product through the bd q-syte¿. Found during use. No serious injury or medical intervention noted.